Event description:
My name is (B)(6) and I'm not sure where to address my concerns. I received a stryker triathlon x3 total knee replacement that occurred on (B)(6) 2014, resulting in a massive knee infection (B)(6). That required an additional 6 surgeries 50 fix for a total of 7 surgeries and 1 knee manipulation under anesthesia over a time of 8 months, with the first surgery on (B)(6) 2014 and the final one on (B)(6) 2015. With the infection happening on the first surgery, the following surgery's were to eliminate the infection. Although the infection has been cured, via a PICC line with powerful antibiotics and the removal of the total stryker triathlon knee during surgery 5 and replaced with a different manufactures ((B)(4)) during surgery 7. As a result of that infection and subsequent surgeries, I have lost a tremendous amount of range of motion, lots of internal scaring with adhesions and constant pain with swelling still to this date. The surgeon's, hospital and staff found no fault in their procedures or actions and have no responsibility for the infection. Even though this is a hospital grade infection not commonly found outside of a medical facility. (According to the infectious disease doctor who treated me). With that said my online searching has resulted in numerous articles about other people with the same outcome from these stryker triathlon x3 components and procedures. Stryker has a 7 page list of recalled products, makes and models. So I ask has their been a recall or enough complaints or concern to warrant a review of these stryker components? Non sterile packaging or components? Miss labeled? Etc. The component's used that I have a record of are as follows. Triathlon x 3 symmetric patella ref #(B)(4), lot #07kw; triathlon x bearing insert-ps ref # (B)(4), lot# mnnate; triathlon posterior stabilized femoral ref # (B)(4), lot # mdpad; triathlon universal tibial baseplate ref #(B)(4), lot # kthka; triathlon augment half block ref # (B)(4), lot # er7heod. Thanks, (B)(6).